Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen on the insulin pump is starting to disappear. Customer stated that there are lines on her screen. Customer stated that the pump was not dropped or bumped. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received missing segments on the display due to a cracked connector. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a broken reservoir tube lip.